Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. Review of the event history log (ehl) showed message "cassette not attached properly" few times. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to defective/non-functional downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
The customer returned the device stating, "the pump constantly displays the message: control line or reservoir empty. The customer tested it with multiple disposables and the error persists." During device evaluation it was found the downstream occlusion (dso) sensor was defective or non-functional.